Event description:
New information noted, device upload was performed, number of sensed atrial fibrillation events reduced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed the implantable cardiac monitor exhibited oversensing. The patient was in stable condition. No intervention was reported.